Event description:
Covidien received information that the 840 ventilator stopped cycling during testing. There was no pt involvement. Covidien troubleshot this issue with the customer and suggested to run the ventilator on a test lung for 48 hours. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).